Event description:
According to the reporter: occurred during a laparoscopic procedure for rectal cancer. The enclume has detached at the time of the removal of the clamp. The surgeon wanted to remove the device after having stapled. Had to go under the anvil and make an incision in the colon to remove it. The device was properly loaded. The anvil could not be tilted after firing. The anvil was not bent. The sizers were used. The procedure was converted to open due to the device problem. The surgical time was extended by thirty minutes or more due to the product problem. A drain was installed. The incision was extended by more than one inch. The patient has undergone chemotherapy or radiation treatments.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, after stapling and withdrawal of the stapler the anvil had detached. The current patient status is good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A microscopic examination of the device displayed nicks on the knife blade and cross cutting staple line marks were observed along the cutline impression in the cutting ring/mylar cover. One of the retainer legs of the anvil was observed to be bent. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Replication of the observed secondary anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.